Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour plus meter was tested with the in-house contour plus test strips from lot # 8dlhd02e, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained low blood glucose readings while using the contour plus meter. The customer has alzheimer's and depends on nurse to perform the blood test and provide medications. At 9:41 a.m., a reading of 33 mg/dl was obtained on the contour plus meter. The customer did not know about his symptoms due to alzheimer's. The nurse gave sugar water to the customer to raise his blood sugar levels and called the home medical assistance. Upon their arrival, blood tests were performed with the customer's contour plus meter and ambulance's meter at 9:50 a.m., which gave readings of 17 mg/dl and 238 mg/dl respectively. Another test was performed with the contour plus meter at 9:55 a.m. And a reading of 18 mg/dl was obtained. The home medical assistance gave fast-acting insulin to the customer. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.